Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test on 3 out of 3 attempts. Additionally, the instrument was found to have damaged conductor wire insulation at the yaw pulley . There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding damage to the plastic that surrounds the base was confirmed by failure analysis. The probable root cause of thermal damage of the yaw pulley can be associated with thermal damage of bipolar grip tip components, including the yaw pulley, include insulation degradation, and/or carbonized tissue accumulation, which can create an unintended conductive path and result in localized thermal heating.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have damage at the base of the tip. The plastic was noted to be charred. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter noticed the damage during sterile processing. It is unknown how and when it occurred.